Event description:
The patient notifier activated for high voltage lead impedance while the patient was lying in bed. Upon bringing the patient back to the cath lab, it was discovered that there was a loose setscrew on the defib coil. The lead was disconnected from the device, tested, and re-connected to the device again. Normal values were observed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.